Event description:
After lithocast was used to break a 3cm stone, karl storz stone forceps was used to fragment 2 big pieces measuring about 7-12mm. The forceps broke off when working on first stone. The procedure was converted to open surgery and the stone fragments as well as the broken jaw were removed. Pt was discharged on 2nd day following procedure and was in stable condition.